Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving fentanyl (2000 mcg/ml, 490 mcg/day), hydromorphone (6 mg/ml, 1.5 mg/day), and bupivacaine (2.5 mg/ml, 0.6 mg/day) via an implantable infusion pump. It was noted the patient also used a personal therapy manager (ptm) so the totals with boluses were hydromorphone: 4.85 mg/day; fentanyl: 1618 mcg/day; and bupivacaine: 2 mg/day. Indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the patient had an increase in pain, nausea and vomiting, and a runny nose. There were multiple motor stalls and recoveries observed between (B)(6) 2015. There was also a stopped pump period may exceed tube set message noted in the logs on (B)(6) 2015, with no recovery noted. The patient did not recently have magnetic resonance imaging (MRI). The event date was noted as (B)(6) 2015. The pump was replaced on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.